Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/26/89 and revised on 1/24/97 due to a "malfunction, tubing rupture." Qa was unsuccessful in securing the explanted prosthesis for evaluation. The physician indicated that the device has been destroyed. Without the benefit of analyzing the explant, qa is precluded from confirminig any observations and precluded from commenting on the condition of the prosthesis. Should add'l info be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
The device was removed due to a "malfunction", secondary to a "tubing rupture." As reported to co, the entire device was removed and replaced with another 2-piece inflatable penile prosthesis.